Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus system blood glucose results of 19.8 mmol/l and 9.6 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.